Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
Person with diabetes (pwd) reported he placed a new infusion set and his blood glucose started to climb up to 217 mg/dl and so he changed site and noted the cannula was bent. Pwd then gave a bolus with the new infusion site but bg went up to 357 mg/dl. Pwd changed his infusion site again and gave another bolus recommended by the pump. Pwd changed the site again and cannula was bent after removal. There were visible kinks, twist or damage to tubing. . The event occurred while in use with patient. The operator of the device was the lay user or patient. There was no patient injury.